Manufacturer narrative:
An ocd field engineer visited the site, verified operations of the camera, gripper, incubator, centrifuge and ran diagnostics successfully. The fe indicated that the instrument was operating as expected. Therefore, service was not required. The returned sample with a collection date of 2009, reacted inconsistently on the provue and in manual gel test at ocd using ocd reagents. Incident is isolated and most likely sample related. This customer has not logged any complaints against this analyzer since this incident.

Event description:
The customer reported that a sample drawn in early 2009, reacted negative on the ortho provue analyzer during antibody screen testing. The sample and 4 units were crossmatched at immediate spin and transfused to the patient. Ten days later, another sample from the patient was tested on the provue using the same lots of reagents and antibody screen was positive (3+). Anti-kell was identified. The sample's dat was 2+ using the tube method. Anti-kell was identified in the elution. The sample drawn from original date, was repeated on the analyzer and a negative reactivity was obtained. The sample reacted weakly positive in manual gel test. The customer indicated that one of the four units transfused to the patient was kell positive. The patient did not have any symptoms of a transfusion reaction. Patient's condition is fine and stable. Ocd medical affairs has determined that a serious injury has not occurred.